Event description:
Dr. (B)(6) at (B)(6) reported a post-operative issue involving a 6.0x40 poly pedicle screw (part number 00-1300-2640) from the response 5.5_6.0 scoliosis system. The non-sterile, consigned device was implanted on (B)(6) 2024, and was later found broken at the shank during a one-year follow-up in the clinic. Despite the breakage, there was no patient injury, no delay in surgery, and no need for revision; the procedure was completed successfully. The broken piece remains inside the patient, and no product was returned for evaluation.